Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient complained of discomfort at the pump site. There were no unknown factors that may have led or contributed to the issue. The physician buried the pump deeper, moved it over approximately 1 inch and sutured it down. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury.